Event description:
The customer contact reported that during preventative maintenance at the user facility, the device touchscreen was non-responsive. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was noted.

Manufacturer narrative:
Testing and investigation found the device touchscreen responded intermittently during the touchscreen test. The device touchscreen would not recalibrate. This was due to the device touchscreen contamination due to fluid spillage was found at the bottom of the touchscreen. Further testing found the device did not pass the sdram test. This was due to the uic2 som module. The root cause of the device som2 not passing the sdram test was due to a clock signal integrity issue that leads to incorrect data being rea/written to sdram resulting in a software crash. As indicated in section as indicated, this device has been identified as part of two product recalls. This report represents all the information known by the reporter upon query by hospira personnel.